Event description:
In july/2002, a clinical incident involving a saber 30 arthrowand was reported to arthrocare corp. The reported incident involved a lateral release procedure during which the hook component of the device became detached within the surgical site. It was reported that the detached piece was removed during a second procedure one month later.